Manufacturer narrative:
The insulin pump had no button response due to unlocked j2 keypad conector on lcd board. The insulin pump was received with scratched lcd window, crack reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.